Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the morning after the patient's implant, the patient had a minor heart attack. Within 5 days, the patient had 100% complete blockage. The patient passed away on (B)(6) 2013 after being in the hospital the day before. It was noted that during autopsy the examiner indicated that a lead was free floating from the pacemaker. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.